Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance values that were greater than 200 ohms. Technical services (ts) analyzed device data and found that the values were intermittently high throughout the past year suggesting a spring contact anomaly. Lead measurements on the day of the call were normal. The clinic will continue to monitor. No adverse patient effects were reported. This right ventricular (rv) lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).